Event description:
A patient calls and complains about a provider using a wrong product on her, saying "the doctor injected in the hallow area near the eyes but it was not a temple filler. He was supposed to use duraderm. It was all lumpy."